Event description:
It was reported that the stent slid down a few millimeters and remained in a bent position. The target lesion was located in the origin of the internal carotid arteries. An 8.0-29 carotid wallstent was selected for treatment. During the procedure, the stent was inserted into the non-boston scientific (bsc) guidewires and delivered into the lesion part. However, the outer sheath was difficult to remove when unsheathing. Unsheathing was then performed little by little, however, as soon as it was deployed, the stent slid down a few millimeters and remained in a bent position. It was then attempted to retrieve the non-bsc guidewire; however, the tip of the wire got stuck in the stent lumen and could not be retrieved. The non-bsc wire was placed over a non-bsc guiding catheter and has been retrieved. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Correction to field h9: correction/removal reporting # from 97437080-fa to 97434080-fa. Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions for use (IFU). The device was returned loaded on to the customer's guidewire and was in a deployed state. The investigator was unable to remove the guidewire from the device when fully deployed. The investigator was able to move the guidewire freely when the device was in the undeployed state, but was unable to fully remove the guidewire from the device as the guidewire was damaged. The device was flushed without any issue. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. This concludes the product analysis.

Event description:
It was reported that the stent slid down a few millimeters and remained in a bent position. The target lesion was located in the origin of the internal carotid arteries. An 8.0-29 carotid wallstent was selected for treatment. During the procedure, the stent was inserted into the non-boston scientific (bsc) guidewires and delivered into the lesion part. However, the outer sheath was difficult to remove when unsheathing. Unsheathing was then performed little by little, however, as soon as it was deployed, the stent slid down a few millimeters and remained in a bent position. It was then attempted to retrieve the non-bsc guidewire; however, the tip of the wire got stuck in the stent lumen and could not be retrieved. The non-bsc wire was placed over a non-bsc guiding catheter and has been retrieved. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that the stent slid down a few millimeters and remained in a bent position. The target lesion was located in the origin of the internal carotid arteries. An 8.0-29 carotid wallstent was selected for treatment. During the procedure, the stent was inserted into the non-boston scientific (bsc) guidewires and delivered into the lesion part. However, the outer sheath was difficult to remove when unsheathing. Unsheathing was then performed little by little, however, as soon as it was deployed, the stent slid down a few millimeters and remained in a bent position. It was then attempted to retrieve the non-bsc guidewire; however, the tip of the wire got stuck in the stent lumen and could not be retrieved. The non-bsc wire was placed over a non-bsc guiding catheter and has been retrieved. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions for use (IFU). The device was returned loaded on to the customer's guidewire and was in a deployed state. The investigator was unable to remove the guidewire from the device when fully deployed. The investigator was able to move the guidewire freely when the device was in the undeployed state, but was unable to fully remove the guidewire from the device as the guidewire was damaged. The device was flushed without any issue. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. This concludes the product analysis.